Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the trial patient reported that they had terrible diarrhea and was in extreme pain with the external neuro stimulator (ens). They contacted their doctor and the manufacturer's representative and was told it was not from the ens. The patient stated that they developed a c-difficile infection from either the antibiotic, contact with contamination at the surgery center, or contamination from "unclean wires' on the stimulator. The patient was in the emergency room twice, their doctor's office once, and spent 48 hours in the hospital to received antibiotics for the infection. As of (B)(6) 2016, the patient had not been able to return to work or leave their house because of loose stools, weakness, and not "feeling able". The patient expressed a concern that the "wires" should receive a complete cleaning in bleach as it "is the only cleaning solution that will kill it." There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.